Event description:
Within 3 years after breast implants, my health took a radical decline. I had over 3 pages of symptoms. I felt like I was dying, bad numbness, tingling and twitching down my right arm, severe migraine headaches, debilitating fatigue, the worst brain fog, severe chest pain and heart palpitations, appendicitis, etc. I was so sick I had to drop out of grad school all except finishing a 1 credit class and quit working. I was completely disabled. And since having them removed in 2013, my health has drastically improved! All my symptoms have resolved! I shudder to think where I'd be had I not chosen to remove my breast implants, which by the way, were shown to be leaking. I've since discovered the horrifying ingredients in silicone breast implants: heavy metals and many chemicals considered neurotoxins and carcinogens. I trusted the FDA when they approved silicone implants in 2006. I won't trust the FDA again until you take these toxicity bags off the market!